Event description:
Following an MRI, it was noted the device was in back up mode. It was noted the device was not programmed into MRI prior to undergoing the MRI. Technical support was contacted and the device was attempted to be reprogrammed but was unsuccessful. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported backup operation was confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the backup operation is external interactions with MRI without being put in MRI mode as reported by the field event.